Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and having a lower than expected breath rate were both confirmed. Ventec replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set and provided a lower than expected breath rate. There was no patient involvement associated with the reported event.